Manufacturer narrative:
Continuation of d10: dtba1d1 crt-d implanted: (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the patient came in for a generator change for reaching recommended replacement time (rrt), the physician noticed discharge and discoloration inside the pocket. The patient did not have any symptoms and there was no indication of an infection at sight. The device was placed back in pocket and sutured closed. Cultures were taken. The patient was sent to another facility for extraction of the entire system. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced with a leadless pacemaker due to the infection. No further patient complications have been reported as a result of this event.